Event description:
Reporter indicated a patient had a stroke on the same day following initial vns implant surgery. The patient is currently hospitalized, and will be transferred to a rehabilitation facility when medically stable. The reporter has stated that the stroke is related to the vns surgery event, not the device. The device was not activated, and will remain off until the patient is medically stable.